Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.

Event description:
The united states of america customer reported "inconsistent staining with multiple antibodies, patchy or no staining." The customer withheld testing until repair was completed. The field service replaced the syringe, stopcock, and buffer pump. The instrument is fully operational, within specification and ready for the user. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.